Manufacturer narrative:
Based on the information available and since the device was not returned to the manufacturer for further investigation, the definitive cause of the reported event cannot be established at this time. However, based on the document review performed, no manufacturing deficiencies were noted. Should further information be available in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, a perceval plus valve size s was implanted on (B)(6) 2023. Reportedly, the valve was explanted intra-operatively due to bleeding after the aortic cross clamp was removed. Based on the further information received, the perceval valve was deployed and after careful maneuvers to evacuate air, the cross clamp was removed. At this point, bright red blood was seen emanating from the base of the non-coronary sinus of the aortic root which did not appear repairable without reapplying the aortic cross-clamp. Therefore, the clamp was re-applied and the heart re-arrested. As it was suspected that a full root replacement would be required, the prior aortotomy was opened and the ascending aorta then fully divided down to the right pulmonary artery. The perceval valve was carefully removed, and the aortic root inspected. There was a small rent in the base of non-coronary sinus and given the poor-quality of aortic wall tissue the decision was made to proceed with full root replacement with medtronic device. As reported, the cause of the bleeding was indeterminate. Based on the information available in the database, patient has a history of coronary artery disease, ischemic heart failure, cardiac conduction disorder, and rbbb, systemic hypertension. Reportedly, patient had coronary artery bypass graft (CABG) and aortic valve replacement surgery in 2017.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model #pvf-s, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-s) perceval plus heart valve at the time of manufacture and release. Device discarded at the hospital.